Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer which was inadvertently left out of the previous report. When the olympus field service engineer performed a trouble shooting, they realized the problem was not the subject otv-s400 device, but the cameras being used with it.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit had to be turned off, and back on multiple times to complete uteroscopy procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating, the procedure was not prolonged due to this event, the patient¿s anesthesia was not prolonged, and the patient was not impacted by the failure. The procedure was therapeutic. There was no medical intervention required as a result of this issue. The event is under investigation. A supplemental report will be submitted upon receiving additional information.